Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). Analysis was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The insulin pump passed unexpected restart test. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. The motor passed motor test. No motor position encoder error alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.